Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a band ligation procedure performed on an unknown date. According to the complainant, during the procedure, the bands failed to deploy. Attempts to obtain additional procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.